Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The other additional device referenced is being filed under a separate medwatch report number.

Event description:
This is being filed to report the atrial septal defect requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were implanted without issue. A third clip delivery system (cds) was advanced and grasping was difficult due to the thickened anterior leaflet. The clip was able to be deployed however chordae was also grasped. The tr was reduced to 2. On an unknown date, the patient returned with recurrent symptoms and tr had increased to 4. It was noted that one of the mitraclips that was implanted had completely detached from both leaflets however was attached to a chord. On (B)(6) 2020, the atrial septal defect (asd) that was created from the transseptal puncture during the initial procedure was closed. In addition, one clip was implanted at a2/p2 reducing tr from 4 to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on information reviewed, a definitive cause for atrial perforation could not be determined. It should be noted that the mitraclip IFU states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use did not likely contribute to the patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.